Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had vertical lines through the image of the upper top display. The display malfunction could not affect therapy. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
He getinge field service engineer (fse) that encountered the issue found top display with vertical lines in it. To fix the issue, the fse replaced the top display assembly and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).